Manufacturer narrative:
The customer reported that a pt had an aystole but the monitor and the iic (intellivue information center) did not alarm. The customer stated that a doctor was in the vicinity of the pt at the time of the event, so he was able to resuscitate him successfully with no delay in treatment. Philips field service engineers (fse) went onsite and collected alarm logs. The fse's verified that both the information center and the monitor were performing according to specifications and alarming on command for simulated alarm events. Data logs from the incident were gathered and analyzed for bed label c_106. The logs show that ten (10) asystole alarms were noted as alarming from 1:25:26 a.m. Until 1:39:53 a.m. If an asystole alarm was active (without acknowledgement), no new lower priority alarm would be generated. The data log shows that there were three (3) lower priority alarms occuring at 1:27:07 (brady), 1:29:11 (vtach), 1:31:14 (vtach). Once a user silenced the higher priority alarm that was occurring, then a lower priority condition would then be able to sound and log a separate entry. The fact that lower priority alarms were logged shows that the higher priority alarms were silenced even though the silencing activities were not logged. Therefore, since silencing an alarm at the bedside monitor is not logged at the central station, this report is fully consistent with a user silencing the asytole alarms at the bedside monitor. Analysis of the information center log shows that the monitoring system gave appropriate alarms and that users acknowledge those alarms. The labeling adequately describes the acknowledgment of alarms. The available information does not support that a malfunction of the device or labeling occurred. No further investigation or action is warranted.

Event description:
The customer reported that a pt had an aystole, but the monitor and the iic (intellivue information center) did not alarm. The customer stated that a doctor was in the vicinity of the pt at the time of the event, so he was able to resuscitate him successfully with no delay in treatment.